Event description:
Hospital biomedical staff report the device will not turn on when attached to ac power or in battery mode. The device was found by the cath lab staff prior to an attempt to use the device. The biomedical staff have received no reports of device failure on a patient.

Manufacturer narrative:
Medtronic continues to investigate the reported malfunction.